Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (non-conformance/out of tolerance) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported the surgeon was inserting one of their 7x30mm biointrafix tapered screw into one of their 30mm biointrafix sheath and they both broke. The surgeon removed both screw and sheath and inserted two new ones. There were no patient consequences or delays. The devices were discarded already by the customer. The patient had hard bone but the sales representative had no further information due to him not being present. Please see also medwatch report 1221934-2018-51814.